Event description:
The customer reported that the device did not advise a shock in the AED mode. There was no report of negative pt impact or outcome.

Manufacturer narrative:
The customer reported that the device did not advice a shock AED mode. There was no report of negative pt impact or outcome. The device was evaluated at the customer site and passed all standard testing. The device was further evaluated at philips, but the reported symptom could not be duplicated. It was determined that this issue was the result of a user misunderstanding of the shock advisory algorithm in the AED mode. There was no malfunction of the device. The customer was provided with this info, and the device was returned to service.